Event description:
It was reported that there was a gradual impedance increase to high impedance and increased r-wave sensing. The physician stated that he could not rule out a device issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was analyzed and no anomalies were found.